Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the insulation was abraded at 19.1 ¿ 19.4 cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.